Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient believed the ins moved around in the pocket and was therefore hard to charge. Patient struggled to achieve excellent recharge quality. The ins took a long time to charge and patient (pt) stated they had to charge the ins every other day and the ins took hours to charge. Pt stated they often did not wear the belt because they could not get excellent connection through belt.